Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. The battery pins of the device were replaced. Thereafter, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered off by itself. As a result defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.